Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved: driveline malfunction, pump drive unit malfunction

Event description:
Major pump unit(s) involved: drive unit failure;fluid around drive line, machinery failure.specific component(s) involved: driveline malfunction; pump drive unit malfunction;fluid; failure.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): replacement of driveline; replacement of pump; switch from vented electric to pneumatic-mode;type: lvad.